Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient was stable following the procedure and would continue to be monitored.

Event description:
New information reported stated that the lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4)